Event description:
It was reported that during an unk surgery, device could not fire. Changed another one to continue the surgery, changed the new one to complete surgery. After fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2023. D4: batch # 968a50. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received partially fired 2/3, with the pan disassembled and the reload body broken. No functional test was performed due the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of would not open since the device was not received, the instructions for use contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review: a manufacturing record evaluation was performed for the finished device batch number 968a50, and no non-conformances were identified.